Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The reported customer complaint was unable to be confirmed and the root cause cannot be determined.

Event description:
It was reported that the device was showing error 46828. Event occurred during infusion. No one was harmed as they swapped out the defective devices.